Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. Eval of the returned cartridge found no problems that would contribute to the reported event. Service of the returned cycler identified the air alarms were most likely caused by an intermittent air sensor signal. The air sensor has been replaced. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.